Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead dislodged. During the revision attempt of the rv lead, the helix screw would not deploy. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.